Manufacturer narrative:
(B)(6) 2017 - the consumer agreed to receive a refund check. An investigation will not be required.

Event description:
(B)(6) 2017 - the consumer claims that the glass shattered on the product while stepping on it. The consumer agreed to receive a refund check.

Manufacturer narrative:
On (B)(6) 2017 - the device is currently under evaluation. On (B)(6) 2017 - manufacturers narrative: refer to report; (B)(4) for summary analysis as both pads had similar characteristics. Product was left unattended. Auto-off happens at about 2 hours (not 20 min). Unit is not to be left unattended as stated in the ib. No details as to how unit was left unattended.

Event description:
On (B)(6) 2017 - the consumer claims to have used the heating pad. While in use the consumer left the heating pad on the chair. As a result, the product and chair were burnt as the consumer assumed that the product would shut off after 20 min. No injuries occured.